Event description:
After the injector was used on a pt, the plunger was retracted and the used syringe was left in the injector. The injector was then used with the same used syringe full of air. Technologist assumed that the syringe was replaced with a full prefilled syringe. This incident caused the pt to receive 125cc injection of air.